Event description:
The following description of the event was copied from the user facility medwatch report. "Infant on ventilator when oxygen desaturation began. Infant was removed from ventilator and ventilated with anesthesia bag connected to oxygen blender set at 100%. Oxygen saturations dropped even lower. Blender disconnected, and anethesia bag connected directly to wall oxygen. Oxygen saturations increased." The following info concerning the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting additional info. "Infant went approximately 40 minutes with low oxygen neurological status unknown".

Manufacturer narrative:
The following information concerning evaluation of the device by the user facility was copied from the user facility's medwatch report and from a letter from the user facilty's that was in response to a letter sent by viasys requesting additional info. "Blender analyzed after event and was found to be delivering 21% on any setting. (Blender was dropped after the event and the knob was cracked)" ''inspection of the device took place in 2007 by in house clinical equipment technician. The device would not analyze past 21% no matter what setting the control knob was turned. Replaced damaged control knob and calibrated. Tested full range for proper oxygen concentrations." The user facility's clinical equipment technician evaluated the device and found that it would not deliver over 21% oxygen regardless of the control knob setting (22% - 100%). The clinical equipment technician found that the control knob was damaged (cracked). This damage may have been caused by the dropping of the device when it was removed from service following the reported event and prior to the evaluation by the clinical equipment technican. A warning label on the top of the device states; "warning: monitor oxygen concentration with an oxygen analyzer". The operator's manual on page 4 states the following: "the pt gas should be monitored with an oxygen analyzer" "adjustment of the oxygen concentration should be verified using an oxygen analyzer".